Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing low blood glucose level 31mg/dl. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was unknown that the auto mode feature was not active at the time of incident. Customer had experienced symptom including shaking, weakness, fatigue at the time of low blood glucose level. Customer was treated with food for low blood glucose level. Customer stated that sensor had received sensor glucose value not available alert. The insulin pump will not be returned for analysis.